Manufacturer narrative:
Method/conclusions: the investigation found the collimator defective by being fully closed. The collimator was repaired by replacing the shutter / wedge. The replacement rate of this component is low and there is no need for a mandatory field action.

Event description:
This x-ray system when taking a picture had nothing displayed but white line across the monitor.